Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandma reported via phone call that the insulin pump may not be delivering insulin. The caller stated the customer's blood glucose was 200 mg/dl and rose to 398 mg/dl after eating lunch. The customer was able to lower their blood glucose to 98 mg/dl. The customer treated their high blood glucose with a bolus. Troubleshooting not was performed. The product will not be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and excessive no delivery test. Stop (idle) current measurement and run current measurement within specifications. Unit passed self test. Unit received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.